Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a sensor anomaly. The customer had high readings and hospitalization due to bent cannulas. The customer's blood glucose reading was unknown. The customer was unable to use the sensor because part of it broke off prior to inserting. The customer stated that his blood glucose kept rising and the cannula was bent. The customer declined to be transferred to helpline for infusion set and sensor issues.